Manufacturer narrative:
Date of explant is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-00240. It was reported that both of the patient's scs systems were explanted at an unknown date for an unknown reason. No further information is known at this time.

Manufacturer narrative:
It was the patient¿s neurosurgeon¿s discretion to replace the abbott system. On (B)(6) 2023, it was reported the patient went to see a neurosurgeon who recommended a different ipg with a competitor company. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.